Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The customer indicated the use of a qualified cartridge and handpiece. A viscoelastic was indicated which is not qualified for use with the lens/cartridge indicated. An lens exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Information was provided that the multifocal, company lens, 12.5 diopter (add power +2.2/+3.2) lens was replaced with a competitors, 16.0 diopter, monofocal lens model with reason visual impairment and a clinical reason mechanical complication. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient has experienced visual impairment hence the lens was explanted. The clinical reason given for the explant was mechanical complication. Additional information has been requested and received stating there was no patient harm. The patient was not hospitalized for the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).